Event description:
It was reported that the device presented an error code message. Patient went to clinic and was able to switch pumps. This resolved the issue. There was minimal interruption to treatment, as clinic was in close proximity and event started during open clinic hours. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.